Event description:
The nurse reported the system would not prime during set up. A system message displayed. The nurse called the company technical support specialist to assist with troubleshooting. Three consumable packs were opened, but the system still would not prime. The case was cancelled. The patient was under general anesthesia. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The touchscreen was replaced. The system was then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).